Manufacturer narrative:
Correction: product code and common device name updated to proper value. Device evaluation: a software analysis was completed utilizing a log analysis methodology. The software analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The site was not willing to provide patient information. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon allegedly felt inaccurate during the case. The site registered the patient and began the case. The surgeon then stated that she felt like she was over 2mm inaccurate. The surgeon did not state in which direction or exactly how much she felt inaccurate, but simply stated that is was over 2mm. There was no surgical delay, and there was no impact on patient outcome. Additional information was received: software engineering comment: logs did not provide any conclusive evidence for the reason for inaccuracy. No archive present, so not able to comment on the quality of the registration. There is insufficient information to determine root cause of the reported inaccuracy.